Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a patient, initial hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2024. The patient was implanted with a 140-32-51 cc inlay vitamin e, neutral, ø 32, gr. 1 6973115. No further information known at this time.

Event description:
Duplicate case. This event had been reported under "1038671-2021-00269"

Manufacturer narrative:
B5: duplicate case. Event reported under 1038671-2021-00269.